Event description:
After removing my cgm, freestyle libre 3+ sensor, I noticed the area where the sensor was at, felt warm. The next day, (B)(6) 2025 I noticed what it appears to be an allergic reaction in the which is very irritated, and it is textured. That never happened before.